Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell whilst sleeping and hit his head on the ground directly over the implant site. Further measurements will be performed in two weeks.

Event description:
The user fell whilst sleeping and hit his head on the ground directly over the implant site.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition a complete insertion of the electrode could not be achieved at implantation surgery. According to the implant registration card two channels remained extra-cochlea. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been received yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported accident might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition a complete insertion of the electrode could not be achieved at implantation surgery and two channels remained extra-cochlea. As per information received from the explanted report form, 12 channels have been found extracochlear at explantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient fell on (B)(6) 2021 and hit his head on the ground directly over the implant site. Hearing performance before the accident was reportedly very good. The recipient has been reimplanted on (B)(6) 2022.